Manufacturer narrative:
Follow-up #1: date of submission 03-may-2018 - device evaluation: the device has been returned and evaluated by product analysis on 25-apr-2018 with the following findings: during the investigation, the pump history showed several boluses delivered by the pump and meter after 8 pm on (B)(6) 2018. No meter was returned with the pump. The delivered boluses were calculated for (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018, the delivered boluses on each day match correctly to the total daily dose bolus history. A call service 167- rf time out was recorded on (B)(6) 2018 at 12:30; where 1.0u of programmed 2.0u was delivered. Investigators manually performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. No hypersensitive or stuck keys were observed on the keypad. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate. After testing the pump¿s basal rate, the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. No unprogrammed boluses were delivered during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Investigators were unable to duplicate the complaint of the pumps bolus totals calculating a >5% discrepancy during this investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the patient experienced hypoglycemia with blood glucose measuring 40 mg/dl. This blood glucose level does not meet animas¿ criteria of a reportable adverse event; no adverse event is being reported in association with this complaint. The reporter alleged a history/settings (history/settings issue) issue. Troubleshooting of the pump revealed the basal delivery totals in the total daily dose does not match due to the basal edit screen having been accessed. The basal history matched the active basal program settings but the basal totals do not match (>5% difference). This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.